Manufacturer narrative:
Age or date of birth, weight, ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remains implanted, therefor not explanted. First and last name: unknown/not provided. Email address: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that sticking haptics required additional maneuvers over a 2.5 minute period to release them in the eye. No further details were provided.